Event description:
It was reported that the patient experienced QR was not tightly connected and customer is not able to connect QR successfully. This led to leak at QR which leads to High BG treated with ER and treatment from ER IV of saline and shots of insulin p on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.